Event description:
It has been reported to philips that the system brakes of the table release sporadically and the examination must be aborted. The device was in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used for diagnostic procedure and the procedure was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the brakes on the table are loosening. Upon functional testing, the fse found that the movement from the tabletop was failing. To resolve this issue, the fse found that potentiometer was defective. The fse replaced the potentiometer for longitudinal movement on the table and did table adjustment. After replacement of potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.